Event description:
A pump alarm occurred during the loading process, but there was no adverse impact on the customer's blood glucose level. The customer attempted to remedy the situation by following proper cartridge loading techniques with assistance, but the alarm persisted. Technical support determined the pump needed replacement and instructed the customer on using multiple daily injections as backup therapy to maintain insulin delivery. The customer was informed of the replacement process and instructed on returning the malfunctioning pump.